Event description:
The customer reported that the system intermittently would not display an image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The circuit boards and related connectors were reseated, and the power supply voltage was adjusted. The system was then found to be operating as intended.